Event description:
The customer reported the monitor had a doubled image. The customer switched the system off and back on and both monitors did not work. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The lemo connector was evaluated and replaced. The system was tested and found to be working as intended and put back into service.